Manufacturer narrative:
Concomitant products: w1tr03 bi-ventricular pacemaker, 429688 lead were implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial under sensing, causing device classified false termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.